Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 6. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4) event occured in united states. It was reported that the patient experienced an infusion set serter issue on (B)(6) 2026, as the customer stated that needle would not pierce when released from applicator. The blood glucose level was high and the patient was treated with correction injection via mdi (multiple daily injections). No further information is available.